Manufacturer narrative:
Continuation of d10: product ID: 97745 (unknown serial/lot); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were charging the implanted neurostimulator and the controller flashed a message twice that the battery needs to be r eplaced. Patient stated they have never seen this message before. Patient noted that charging their implant takes a long time; patient followed up saying that they have to charge everyday. Agent had patient reset the controller. Patient mentioned that when the controller powered back on they got memory problem; agent had patient reset time and date. Agent had the patient inspect the recharger for any visible damage; patient verified no visible damage to the recharger. Patient started a charge session and was able to start charging with excellent charging quality. Agent reviewed the battery needs to be replaced soon message with the patient and told the patient to monitor the issue and call back if it becomes more consistent. Patient asked for the patient services number; agent provided. Patient will monitor the issue and call back if needed.

Manufacturer narrative:
Concomitant medical product: product ID: 97745, lot#/serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they got an error message. Battery (controller) removed, still takes time to recharge; issue resolved.